Event description:
Information received by medtronic indicated that the customer reported no text messages from user, sending message failed.  Troubleshooting was performed and care partner stated test text message not received. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the app but the device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
"Complaint summary: helpline support team reported that carepartner was not able to receive sms text notification. Investigation/testing summary: an attempt to reproduce the reported event using the vendor portal confirmed the page does not load. We checked with our with our vendor clickatell and confirmed it to an outage during that date and time. An outage ticket number was created and acted upon and followed the outage process. Issue observed to be impacting all the users , involved carelink mobile application team to check with the sms vendor for further investigation. The software did successfully adhered to the specified requirements and performed in accordance with the expectations specified in sw requirements doc. (Most likely) root cause: issue was found to be related to an outage with the sms vendor (clickatell) analysis summary: to assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: we had an outage with the vendor on 29th june which was resolved now. Sms are working as expected. The helpline has provided us with feedback regarding the outcome of the resolution steps implemented and has confirmed the issue has been successfully resolved. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.